Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch regarding the same issue some of them closed as confirmed; of which we manufactured and distributed in the market 3,060 units. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples. However, considering that there are previous confirmed complaints of this code-batch for the same issue (needle detachment), we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received the previous complaints show that the needle escaped from the thread. Final conclusion: considering that there are previous confirmed complaints, we conclude that the complaint is confirmed by evidence of the samples received in previous complaints. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle and suture detached. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.